Event description:
It was reported that multiple right ventricular oversensing episodes were observed. Upon review of egms, it was determined that the device was sensing premature ventricular contractions. No programming changes were made.

Manufacturer narrative:
(B)(4).